Manufacturer narrative:
Eval summary: review of surgical reports provided indicates surgical technique was followed. No x-rays were received, so no check could be made for correct fit and orientation. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity are unk. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Eval: mfg documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reported.

Event description:
It is reported that the pt was revised due to infection.